Event description:
Reference importer # (B)(4).

Manufacturer narrative:
The device was evaluated by resmed (B)(4) technical service. The evaluation determined that the system alarm was displayed because the patient's circuit adapter was incorrectly assembled by the customer. (B)(4).